Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type I endoleak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil pusher assembly became kinked while advancing through the lantern. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.